Event description:
Dealer advised seat upholstery is ripped down the side where it attaches to the seat rail. Dealer advised chair being use in a doctor's office. Dealer could not provide any further information.